Event description:
Customer contacted haemonetics on (B)(6) 2009 reporting that the inlet valve was broken on their orthopat machine. No injury or reaction was reported.

Manufacturer narrative:
Eval confirmed the actuator valve was broken. A blood spill within the internal drain tube and through the vacuum was also noted. The issue caused damage to various components. This report reflects a product issue identified during a retrospective review of svc records. No pt or user harm or injury was reported or allegedly associated with the issue identified in the svc record. Actions taken in response to this issue are recorded in haemonetics' CAPA record (B)(4). These actions have been communicated to the FDA and under 21 usc 360i(f). (B)(4).